Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil had measured high/undefined impedance, and triggered an alert back in 2017. Parameters indicated that the svc was programmed off. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.